Manufacturer narrative:
(B)(4). One used device was returned for evaluation. Visual inspection noted an excessive amount of dried blood and tissue in and around the jaw of the device. The jaws were stuck shut with tissue and had to be forced open. The jaws were cleaned and functioned normally. The handle was latched and unlatched with no problem. The device was activated on simulated tissue with acceptable results; the jaws were released from the simulated tissue without difficulty and no sticking was observed. A review of the device history record found no entries potentially pertinent to the customer's report. The reported event is attributed to improper or infrequent cleaning of the jaws. Covidien confirmed the customer's report.

Event description:
The customer reported that the jaws of the device could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the device in order to remove it from the tissue. Another device was used to complete the case. There was no injury to the patient.